Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed accuracy test at 21.3ml. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "fails pm accuracy test at 21.3ml" was reproduced. The flow testing was performed: test 1: delivary rate ( 40 ml/hr), run time (60 mins), volume to be infused ( 40 ml), results ( 42.118 ml), error percentage (5.30%). Test 2: delivary rate (125 ml/hr), run time (60 mins), volume to be infused (125 ml), results (127.559 ml), error percentage (2.05%). A review of the event history log revealed an infusion basic mode rate - 40 ml/hr, volume to be infused 20 ml completed on last days of customer use. The volume calculations were accurate, however the condition observed by the user cannot be determined through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was undetermined, however pressure plate travel required to be adjusted to address the reported issue. Should additional relevant information become available, a supplemental report will be submitted.